Manufacturer narrative:
Lot: (B)(4). Concomitant medical products: the patient¿s medications include; tylenol, aspirin, colace, epipen, fish oil, lopressor, pravachol, ultram and vitamin d. (B)(4).

Event description:
On (B)(6) 2016, the patient underwent treatment of an abdominal aortic aneurysm with three gore&#59397;excluder aaa endoprostheses. First, a trunk-ipsilateral leg component was advanced and implanted on the right side. The contralateral gate was accessed and a contralateral leg component was successfully implanted on the left side. The procedure concluded with the implantation of an additional contralateral leg component on the patient's right side. All devices were reportedly advanced into position and deployed without issue. It was reported none of the devices were advanced outside of the sheath, and there was no noted resistance during advancement or withdrawal of the devices. Final angiography showed exclusion of the aneurysm, and the patient tolerated the procedure. On (B)(6) 2016, follow-up CT imaging reportedly showed the leading olive and polyimide guidewire lumen of the contralateral leg component (plc201000/14740631) had broken off the delivery catheter and remained within the patient. Reportedly, the physician believes during ballooning of the device, the guidewire and balloon pushed the leading olive and polyimide guidewire lumen more proximally and therefore were not visualized during final imaging. Reportedly, the cause the leading olive and polyimide guidewire lumen separation is unknown. On (B)(6) 2016, an intervention was performed whereby a snare catheter was used to retrieve the detached olive and polyimide guidewire lumen from inside the patient. The procedure concluded without any further complications, and the patient tolerated the procedure.